Event description:
It was reported by the patient¿s wife that the patient was deceased. The caller inquired if any episodes occurred at the time of death. The caller alleged that the implantable pulse generator (ipg) system caused or contributed to the death. The patient died approximately three years following the implant of the ipg system. A cause of death was not reported. No additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.